Event description:
It was reported that the pulse generator could not be interrogated. There was no apparent emi nearby. The programmer displayed a message -please locate device-. Due to lack of communication the device would be scheduled for a change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.